Event description:
A surgeon reported an unexpected refractive error following intraocular lens (iol) implant surgery. Add¿l info was received from the surgical coordinator, who reported the pt is happy with the outcome.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on 04/23/2012 and 05/01/2012 by phone, fax, and mail. A completed questionnaire was received on 04/26/2012. (B)(4).